Event description:
It was reported during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 80% stenosed concentric lesion measuring 3-3.5mm in diameter and 12-15mm in length was located in a saphenous vein graft that had a significant bend prior to the lesion and was in-stent restenosis of an unknown stent. The lesion was not predilated and a 3.5x15mm promus drug eluting stent was advanced to the lesion and deployed. A 2.25x24mm taxus atom drug eluting stent was being advanced to a second lesion in an obtuse marginal artery, but could not pass through the promus stent in the saphenous vein graft. The taxus atom stent caught on the promus stent strut and when the device was removed, it was noted that the taxus atom stent had dislodged from the delivery system and the promus stent was explanted. Both stents remained on the wire and were successfully removed with a snare. No vessel damage occurred. The procedure was completed by placing two 3.5x15mm promus drug eluting stents in the distal to mid saphenous vein graft. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).